Manufacturer narrative:
H.6. Investigation: the non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute to the complaint verbatim reported by the customer. Given the appearance of the damage on the returned sample, it may be consistent with obstruction of the syringe during equipment indexing. The transfer component of the equipment has been inspected and the functions found as normal.

Event description:
It was reported that bd posiflush¿ ns filled syringe had a molding defect in the product. This occurred on 6 occasions before use. The following information was provided by the initial reporter: material no. 306546 ,batch no. 9065683 it was reported that there was a molding defect in the product. Per email: product has an indentation and is perforated.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that bd posiflush¿ ns filled syringe had a molding defect in the product. This occurred on 6 occasions before use. The following information was provided by the initial reporter: material no. 306546 batch no. 9065683 it was reported that there was a molding defect in the product. Per email: product has an indentation and is perforated.

Event description:
It was reported that bd posiflush¿ ns filled syringe had a molding defect in the product. This occurred on 6 occasions before use. The following information was provided by the initial reporter: material no. 306546 batch no. 9065683 it was reported that there was a molding defect in the product. Per email: product has an indentation and is perforated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ ns filled syringe had a molding defect in the product. This occurred on 6 occasions before use. The following information was provided by the initial reporter: material no. 306546, batch no. 9065686. It was reported that there was a molding defect in the product. Per email: product has an indentation and is perforated.